Event description:
A report was received that the patient¿s ipg does not hold a charge and turns off spontaneously. The patient will undergo a battery replacement.

Event description:
A report was received that the patient's ipg does not hold a charge and turns off spontaneously. The patient will undergo a battery replacement.

Manufacturer narrative:
Additional information was received that the patient was a non-bsc patient.